Manufacturer narrative:
The reported event was confirmed use related as the reported event was corrected via proper connecting technique. Sample was not available for evaluation. This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. Instructions for use were reviewed for this investigation. The labelling is found to be adequate, and it states, 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. 8. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. 9. Begin treating the patient. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." A DHR review was not required because the investigation was confirmed as use related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn in the neonatal intensive care unit (nicu) with the arctic sun device alerting 02(low flow) and 113(reduced water temperature control). Sn #(B)(6). Device keeps stopping therapy just after starting with flow rate (fr) 0.0. Had them stop therapy, empty pads, disconnect and reconnect. All lines straight with no bends or kinks. Patient temperature (pt) was 31.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 18.9c, inlet pressure (ip) was -7.2psi, flow rate (fr) was 1.3lpm, circulation pump command (cpc) was 61 percentage. Discussed flow rate (fr) and heater correlation. Advised the low flow could have caused the 113, however there were other possible reasons for this alert. Suggested to monitor the flow rate (fr) and confirm it doesn't drop below 0.7l/m and call back for further troubleshooting if needed. By end of call water temperature (wt) had increased to 30c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn in the neonatal intensive care unit (nicu) with the arctic sun device alerting 02(low flow) and 113 (reduced water temperature control). Sn #(B)(6). Device keeps stopping therapy just after starting with flow rate (fr) 0.0. Had them stop therapy, empty pads, disconnect and reconnect. All lines straight with no bends or kinks. Patient temperature (pt) was 31.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 18.9c, inlet pressure (ip) was -7.2psi, flow rate (fr) was 1.3lpm, circulation pump command (cpc) was 61 percentage. Discussed flow rate (fr) and heater correlation. Advised the low flow could have caused the 113, however there were other possible reasons for this alert. Suggested to monitor the flow rate (fr) and confirm it doesn't drop below 0.7l/m and call back for further troubleshooting if needed. By end of call water temperature (wt) had increased to 30c.